Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient has been experiencing pain from around 9 months post-op and blood tests showed raised metal ion levels. Revision was performed to remove the original stem and 28mm metal skirted head. There is metal-on-metal wear on the trunnion.

Manufacturer narrative:
Section a.1: additional information in patient/section b.5: additional information in description/section f.5: awareness date update/ section h.6: health code added.

Event description:
Allegedly, patient has been experiencing pain from around 9 months post-op and blood tests showed raised metal ion levels. Revision was performed due to lysis, to remove the original stem and 28mm metal skirted head. There is metal on-metal wear on the trunnion. Revision njr number: 4924874. Side: r. Primary asa: p2 - mild disease not incapacitating. Non-revised products: product ID: pha06254 acetabular cup "procotyl® l" beaded coated+hap 44 grp b/ lot number: 1663283/ qty: (B)(4). Product ID: pha04604 rim-lock "a-class®" acetabular poly liner 0° size 28 group b/ lot number: 385786881650139/ qty: (B)(4).